Event description:
Pt stating her 2 new ms3 pumps are not pumping out any drug, no error message in display screen. Pt went back to using her old 2 pumps and they worked fine, so not a tubing issue. Reviewed with pt loading technique and cadd manual. Pt following this technique, no se experienced during this malfunction. Will replace both pumps with new pumps and malfunctioning pumps will be returned to the pharmacy. Sn (B)(4). No further info known. Dose or amount: 75ng/kg/min, frequency: continuous infusion, route: sq. Dates of use: (B)(6) 2010 to ongoing. Diagnosis or reason for use: pah.